Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was an issue with lead/extension - break/fracture was noted. The lead housing pulled away from the end of the lead that connects to the perc extension on a stage 1. There were no patient symptoms or complications associated with the event. The device was not implanted and a different product was used. The patient status at the time of the reporting was alive - no injury.

Manufacturer narrative:
Final analysis of lead model 3889-28 showed lead body outer insulation separated at a butt joint proximal end.